Manufacturer narrative:
Tandem¿s technical support had the customer plug in the pump, and followed up a few days later to troubleshoot. Troubleshooting did not yield any issues. The pump performed as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer was hospitalized back in (B)(6) 2014 for elevated blood glucose (bg) levels in the 400s mg/dl, for over 24 hours, with ketones present. Elevated bg levels were treated at the hospital via intravenous drip. The customer was released 4 days after they were hospitalized. Tandem's technical support attempted to troubleshoot with the customer, however the customer indicated that the pump was completely dead.